Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that the patient presented in the implant procedure. The right ventricular lead exhibited unacceptable threshold and high impedance value after several times of repositioning. The lead was not used and replaced successfully. The patient was stable throughout the whole procedure.